Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was successfully repositioned as it was dislodged and exhibited low amplitude measurements. No additional adverse patient effects were reported.